Event description:
It was reported that stent damage occurred. The 88% stenosed target lesion was located in the moderaqtely tortuous and moderately calcified left circumflex vessel. A 2.50 x 28 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and found that the stent structs were lifted up. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis without the manifold hub. A visual examination of the stent found signs of stent damage. A stent strut from the most distal strut row was lifted from its crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The overall stent length was also measured and the result was within the crimped stent length tolerance range. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found a break in strain relief 25mm proximal to distal end of the strain relief, with the manifold hub not returned. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 88% stenosed, 28-30mm in length target lesion was located in the moderately tortuous and calcified 2.5-2.75mm in diameter left circumflex artery. A 2.50 x 28 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion. However, during withdrawal, it was noted that the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. It was further reported that the shaft broke after the procedure and the manifold has been disposed.